Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient reported that she experienced pain, depression, lethargy, itching, auto immune disease, dyspareunia, chronic urinary tract infections, back issues, foreign body reaction and mesh erosion in three areas of the vaginal wall. The patient underwent revision surgery in 2017 to remove the eroded mesh. The patient reported that this helped with physical discomfort and pain from the erosion and has also alleviated the intense pain of a pinched nerve. It has not assisted the other symptoms and the patient now has original symptoms back from before the mesh including incontinence and prolapse. The patient also reports not being able to have intercourse. The patient attends pilates and yoga to manage some of the symptoms. The patient was given antibiotics. No additional information is available.